Event description:
It was reported that a homechoice cassette leaked. The patient noticed a nick or small hole in the patient line and felt some wetness on the patient line. This occurred during dwell two of four of peritoneal dialysis therapy. The patient would drain manually. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation. A visual inspection with the naked eye noted a scratch along the tube attached to the cassette. A pressure testing was performed and a leak was observed in tube due to scratch. Pull test was also performed with no issues noted. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.